Event description:
Complainant alleged that during routine testing and preventative maintenance of the device, the control panel's energy select down button was not functioning. The complainant indicated that there was no pt involvement in the reported failure.